Event description:
After a (B)(6) gestation, a (B)(6) infant was being resuscitated in the nicu resuscitation room on labor and delivery. We are now using disposable flexicare laryngoscope handles made by flexicare. The infant required intubation. Upon beginning the intubation attempt, and with the laryngoscope blade in infant's mouth, the neonatal nurse practitioner (nnp) noticed weak light source, and flickering on and off of light. The intubation attempt had to be abandoned. Infant had brief period of bradycardia down to 70's and desaturation down to 50's until ventilation with neopuff mask was re-established. A new handle was pulled from supply and used with same 00 blade as first attempt. The light source was much brighter; we were able to proceed with intubation. The first handle used is sequestered in nicu. This (B)(6) infant is at highest risk for severe morbidity in the nicu due to peri-viable gestational age and repeat intubation attempts have been theorized to be a risk factor for airway injury or intra-ventricular hemorrhage.